Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. During follow-up, it was confirmed that the patient had an MRI without having their pump emptied beforehand. It is believed that the flow activated valve (fav) was activated during the MRI and therefore, the flow of medication was halted. A priming bolus was run after the cap study, potentially resetting the fav. The potential fav closure, now resolved, may have resulted in the alleged patient's withdrawal symptoms during the period of time before the priming bolus was administered. The withdrawal symptoms that were experienced during the time between when the priming bolus was administered and the patient's latest refill was likely due to the pump being empty, which was confirmed by the overinfusion volume discrepancy. As the patient's condition improved following their last refill, the physician has no reported plans to address the alleged catheter migration at this time. Device remains implanted and has not been returned. Per the instructions of use of the device, catheter migration is a known possible risk of use of the device. A supplemental MDR will be submitted if/when new information is received. Internal complaint number: (B)(4).

Event description:
Patient contacted technical solutions to report severe withdrawal symptoms (a seizing back, vomiting, dizziness, being unable to eat, and the feeling of his "chest caving in on itself"), initially believed to be related to their patient therapy controller (ptc) as they had recently dropped it. The patient had their ptc reprogrammed, but the symptoms persisted. Further follow-up with a healthcare professional was performed. The physician reportedly conducted a catheter dye study in which the catheter was found to be patent, but the catheter tip had migrated from t8 to t10. Almost two weeks after the dye study, a volume discrepancy overinfusion was observed. The expected volume was 2.152 ml, but 0 ml were aspirated from the pump. Following a refill during this appointment, the patient began to experience immediate relief from their withdrawal symptoms. There is no further action planned at this time.